Event description:
It was reported that the blade snapped at the mount while preparing for a surgical procedure. It was further reported that the procedure was subsequently successfully completed. It was additionally reported that a similar event had occurred three months previously but had not been reported to the manufacturer. No adverse consequences were reported.

Manufacturer narrative:
The blade subject to this complaint was not returned for evaluation. Lot no. Details were not provided. Based on the info received from the customer and other more recent complaints reporting similar events, the root cause for the complaint is determined to be multi-factorial.